Event description:
A pt that underwent treatment in 2007 reported some difficulty, when swallowing solid food approx one month later. Endoscopy showed a soft stricture, which was successfully dilated. The product performed as intended during the procedure.